Event description:
The customer reported that during use of this bur guard with a drill in a third molar extraction, the drill overheated. The doctor reported that he felt the heat through his gloves and switched to an alternate handpiece to complete the procedure. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation. During testing of this bur guard, it was found to meet all functional specifications. Further investigation found this unit is overdue for preventive maintenance; last date of repair in early 2007. The recommended service interval for this bur guard is every 6 months. The handpiece used during this event is being submitted under report number: 1017294-2008-00097. The instructions for use (IFU) informs the user of the following: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Do not use burs for plunge cutting. Damage or injury may occur. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.